Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. During inspection and testing of the returned device, service could not reproduce or confirm the reported blurred image but found there was no image due to damage/failure of the charge coupled device (ccd) unit. Based on the results of the investigation, a definitive root cause could not be determined. However, the following are the potential causes: damage to the charge coupled device (ccd) unit. Damage or deformation of the connector. Movable l-range sliding error that occurred in the zoom scope. Blurred image occurred within the allowable range. The event can be detected/prevented by following the instructions for use: operation manual, inspection of the endoscopic system and operation manual. Important information ¿ please read before use warnings and cautions. During the device evaluation, service found a leak due to a perforation in the bending rubber (a-rubber). The connecting tube was worn and wrinkling. Scratches were observed on the image guide protector, universal cord, and on switches 1 and 2. Per the legal manufacturer, these other device issues identified by service have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.

Event description:
The subject device was returned to an olympus service center with a report that the endoscope image was blurred. There was no patient or user injury reported.